Event description:
Additional information received from the patient reported that to resolve the sudden pain with urination and retention, the patient shut the device off for about two weeks and then turned it back on at a lower setting.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0g0rc, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported sudden pain with urination and retention in (B)(6) 2015. An appointment was set up in (B)(6) 2015, but the symptoms had pretty much resolved by then. Cause and actions remain unknown. Follow up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.